Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd insyte(tm) autoguard(tm) shielded IV catheter, a health professional triggered the safety activation button and blood splattered from the device and landed on his/her conjunctival mucosa. The health professional was evaluated by the hospital's infection control service and received post exposure lab work for (B)(6). It was also reported that monitoring and medication post exposure was not needed.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4220125. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.